Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia cassette disconnected and leaked because there was a loose connection at the solution bag; further described as the loose connection caused the bag to fall off and caused air in the line. This occurred during the last dwell phase of automated peritoneal dialysis (pd) therapy. Renal therapy services (rts) discussed proper procedure with the patient. The patient disconnected and ended therapy. Rts advised the patient to inform their peritoneal dialysis registered nurse (pdrn) regarding the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.